Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10293. Reference MFR report: 1627487-2015-10294. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10293, reference MFR report: 1627487-2015-10294. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015, where the patient's two wide spaced peripheral quattrodes and the migrated epidural octrode were removed and replaced with two new octrodes. The patient is now receiving effective stimulation.